Event description:
It was reported that during the procedure, the subject balloon was able to inflate inside the patient anatomy. However, the physician found that the subject balloon was deflating very slowly. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject balloon was able to inflate inside the patient anatomy. However, the physician found that the subject balloon was deflating very slowly. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the balloon was slow to deflate during the procedure. No other anomalies were noted to the device prior to use, the balloon catheter system was used as per dfu. Continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported issue ¿balloon difficult/unable to deflate during use¿.

Event description:
It was reported that during the procedure, the subject balloon was able to inflate inside the patient anatomy. However, the physician found that the subject balloon was deflating very slowly. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the balloon catheter shaft was kinked/bend in the area 134cm to 139cm from the hub. There were no other visual anomalies noted to the device. During functional inspection, a demonstration 0.014" guidewire was advanced to the distal tip without resistance, and the balloon was inflated and deflated without difficulty, with no leaks noted on the inflated balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'balloon difficult/unable to deflate during use' was not confirmed during the analysis, however the damage noted is likely to have caused failure to deflate during use. The device failed to meet specification when returned, based on the damage noted. Additional information provided by the customer indicated that the balloon was slow to deflate during the procedure. No other anomalies were noted to the device prior to use, the balloon catheter system was used as per dfu. Continuous flush was maintained throughout the procedure. The device was returned, and the balloon catheter was noted to be kinked. The balloon was able to be inflated and deflated without difficulty. It is probable that the balloon catheter was damaged during advancement causing the reported deflation difficulty, as the damage noted is known to cause failure to, or delayed deflation times. An assignable cause of procedural factors will be assigned to as reported ¿balloon difficult/unable to deflate during use¿ and to the as analysed ¿balloon catheter kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.